Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with diabetic ketoacidosis. The reporter was unable to provide a specific blood glucose level for the patient at the time of the call. There were no details as to what treatment the patient received while hospitalized. Customer technical support has attempted to contact the reporter for additional information but has been unsuccessful. This complaint is being reported based on the allegation that the patient as hospitalized with diabetic ketoacidosis and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).